Manufacturer narrative:
Device available for evaluation: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a device manufacturer representative regarding a patient receiving bupivacaine and baclofen at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient had their pump implanted a week prior and they had refilled the pump with two drugs (baclofen and bupivacaine). They stated the baclofen was the primary drug and was programmed but the bupivacaine (secondary) was not programmed. The caller wanted to know if a bridge bolus was required when the secondary drug was added to the programming. It was reviewed it was not needed as the drug had already been infusing along with the baclofen. The programming was updated on (B)(6) 2021. No further complications were reported.